Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(6).

Event description:
It was reported that the infusion set was leaking at the headset. Caller alleged this occurred with 8 out of the 10 cannulas from the same box. No adverse event was reported. The infusion sets were requested to be returned for product evaluation